Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to charging difficulties. The patient underwent an implantable pulse generator (ipg) revision procedure wherein their ipg was explanted and replaced. The ipg was disposed by the hospital and will not be returned for analysis. The patient is doing well post operatively.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event